Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2013-00007 for the first event involving the same patient. It was reported that the event involved a male patient while in the cath lab. During the second attempt with a new intra-aortic balloon (iab) the iab was prepped per instructions for use (IFU) via the same insertion site (left femoral artery) and the same teflon sheath. The iab became stuck inside the teflon sheath. As a result, the iab and teflon sheath were removed together as one unit. A non-arrow kit was used instead. There was no report of patient death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The patient outcome was good.